Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time and date on the pump were noted to be inaccurate. The customer reportedly did not change the time and date on the pump. The customer adjusted the settings to reflect the correct time and date. Tandem technical support (cts) reviewed the pump data and identified blood glucose (bg) levels ranging from 318 to 347 (mg/d). Multiple attempts were made to gather further information regarding the elevated bgs, however no response was received.